Event description:
It was reported a short circuit detected. The event occurred before the procedure. No patient injury was reported.

Manufacturer narrative:
A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with alarm sounding and "short circuit detected" error message on port a only. Cause of alarm and errors is shorted electronic components on the main pcb. 4 transistors were shorted out and a resistor was burnt. Factors which can contribute to component failure are a shorted out mdu or plugging in a wet mdu connector into a port. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.